Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro catheter and an extra support rotawire were selected for use in a percutaneous coronary intervention (pci) procedure in the left anterior descending (lad) artery. Upon advancing the catheter over the guidewire using dynaglide in the guide catheter, the wire began to retract from the vessel. A couple of attempts were made to advance the catheter over the wire; however the same issue occurred. The run time was extremely short. The catheter and wire were removed from the patient and it was noted that the wire could not be removed from the catheter, even with the brake defeat depressed. Another of the same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device returned was stuck inside of a rota pro device and it was not possible to be realeased. A section of 24 cm of the guidewire was outside of the distal end of the rota pro and a section of 126 cm of the guidewire was outside of the proximal end of the rota pro. Some sections of the guidewire body were kinked, as well as the spring tip was stretched and kinked. No more damages were found in the device. A dimensional inspection was performed. The overall length and outer diameter (od) of the middle of the device inspections could not be performed due to the device condition (guidewire stuck inside the rota pro). The od of distal tip and the od of proximal section were within specification.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro catheter and an extra support rotawire were selected for use in a percutaneous coronary intervention (pci) procedure in the left anterior descending (lad) artery. Upon advancing the catheter over the guidewire using dynaglide in the guide catheter, the wire began to retract from the vessel. A couple of attempts were made to advance the catheter over the wire; however the same issue occurred. The run time was extremely short. The catheter and wire were removed from the patient and it was noted that the wire could not be removed from the catheter, even with the brake defeat depressed. Another of the same device was used to complete the procedure. There were no patient complications.